Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: may 12, 2021 - may 19, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid contained inside the bladder. The photograph suggested a underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was observed during patient infusion. The device was filled with fluorouracil (ebewe) 4200mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.